Event description:
The representative reported that during revision, the dbs extension appeared frayed and the wires had broken. The device was explanted and will be returned for analysis. Additional information has been requested from the physician.